Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to batch being unknown, no DHR can be completed. H3 other text : see h.10.

Event description:
It was reported that pen ndl 32g 4mm 100bx 1200 USA was difficult to detach. The following information was provided by the initial reporter: material no. 320122, batch no. Unknown. It was reported that there were difficulties removing the pen needle from the insulin pen. Verbatim: consumer called stating he used to use the original nano pen needles and sometimes had difficulties removing the pen needle from the insulin pen. Consumer stated he has been using the bd nano 2nd gen for about 6 months - year now and they are much better. No information provided on original nano box.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pen ndl 32g 4mm 100bx 1200 USA was difficult to detach. The following information was provided by the initial reporter: material no. 320122, batch no. Unknown. It was reported that there were difficulties removing the pen needle from the insulin pen. Verbatim: consumer called stating he used to use the original nano pen needles and sometimes had difficulties removing the pen needle from the insulin pen. Consumer stated he has been using the bd nano 2nd gen for about 6 months - year now and they are much better. No information provided on original nano box.